Manufacturer narrative:
The lens was not received for analysis. A product deficiency could not be confirmed. An investigation could not be conducted as product identifiers are unknown. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Not received for analysis.

Event description:
It was reported the surgeon observed inclusions in the center of the intraocular lens optic. The customer is not satisfied with the post operative vision and the hospital believes it is product related. Model number of the lens was reported, the serial number is unknown. The dates of surgery are also unknown.